Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave ablation catheter 31mm was selected for use, the catheter was prepared outside the body and was functioning normally before insertion. However, once inside the left atrium (la), deployment to flower shape was difficult, as the handle slider appeared fully extended but did not fully deploy the catheter. After the second vein on the left, it was noticed that irrigation stopped while in flower shape. When the catheter was undeployed to basket shape, irrigation resumed spontaneously. Further attempts to deploy the catheter to flower shape again stopped irrigation. The physician decided to proceed and complete the procedure. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was noted that the catheter returned with a guidewire still inserted. No catheter failures were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket was functional, however, the deployment to flower is not completed. Flushing through the irrigation port was tested. Irrigation was not observed in any state. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. Also, guidewire lumen was inspected, and no issues were found.

Event description:
It was reported that during a pfa procedure the farawave ablation catheter 31mm was selected for use, the catheter was prepared outside the body and was functioning normally before insertion. However, once inside the left atrium (la), deployment to flower shape was difficult, as the handle slider appeared fully extended but did not fully deploy the catheter. After the second vein on the left, it was noticed that irrigation stopped while in flower shape. When the catheter was undeployed to basket shape, irrigation resumed spontaneously. Further attempts to deploy the catheter to flower shape again stopped irrigation. The physician decided to proceed and complete the procedure. No patient complications were reported. The device is expected to be returned.